Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. This report is for unknown screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.5mm locking compression plate and eight unknown screws were removed on (B)(6) 2016 due to nonunion of the humeral shaft. Date of implant is unknown. All hardware removed intact without difficulty. Reportedly, the patient had pain and an x-ray was done to discover the nonunion. The surgeon inserted antibiotic beads as preventative measure for the open wound and completed the surgery successfully with no time delay. Patient outcome after surgery reported as stable. This complaint involves 2 devices. This report is 2 of 2 for (B)(4).